Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) was an attempted implant due to failed defibrillation threshold (dft) testing. This patient experienced cardiac arrest requiring external rescue. Upon rescue, the patient was in ventricular fibrillation (vf) for approximately two minutes. Chest compressions were performed, and the patient eventually converted to normal sinus rhythm. The patient was stabilized, admitted to the hospital and the system was explanted the following day. No additional adverse patient effects were reported. .

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) was an attempted implant due to failed defibrillation threshold (dft) testing. This patient experienced cardiac arrest requiring external rescue. Upon rescue, the patient was in ventricular fibrillation (vf) for approximately two minutes. Chest compressions were performed, and the patient eventually converted to normal sinus rhythm. The patient was stabilized, admitted to the hospital and the system was explanted the following day. No additional adverse patient effects were reported